Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net by way of a stored electrogram which revealed new non-sustained right ventricular oversensing. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive inappropriate therapy during the oversensing. The physician opted to not make any programming changes. The patient exhibited no symptoms and was doing well.